Event description:
On (B)(6) 2012, father reported the display of the infusion device was damaged after it was hit on the door knob of a cabinet. There is a crack above the display, and the display has "black spots" that cover the insulin delivery amounts. The infusion device was replaced and requested for eval. Pt was advised to start using the backup infusion device. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.